Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when she was scheduled to get a new battery, her battery was taking longer to recharge. It was reported that the patient had the implantable neurostimulator (ins) replaced. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. Indications for use include: lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.